Manufacturer narrative:
The customer was unavailable to provide pt info. The product was returned for eval. One buckle had a pin that moved easily and was hard to close the webbing. No problems were found on the other buckle. (B)(4).

Event description:
The customer reported that the locking buckle got stuck. The key was not able to open the lock. The nurses were forced to cut the restraint to free the pt. There was no pt injury.